Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented in clinic for follow-up. The left ventricular lead exhibited low lead impedance. No medical intervention or patient symptoms were reported.